Event description:
Info received indicates, the brakes are faulty due to cracked plastic on the detent mechanism.

Manufacturer narrative:
The technician replaced the detent mechanism to repair the bed.